Manufacturer narrative:
(B) (4): eval summary: it is unk what type of loading the driver was subjected to during surgery (i.e. Bending moment loads applied during driving/seating of screws). The cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that during insertion of screws for a fractured leg, the tip of the screw driver snapped off leaving fragments behind. The fragments that were visible to the naked eye were picked out of the incision followed by an antibiotic irrigation.